Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result the complaint for ¿invalid impedance¿ was confirmed. As received, microscopic inspection revealed broken wires in the lead 23cm away from the terminal end. As there was no breach of the outer tubing and invalid impedance was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (denmark) underwent lead revision surgery due to broken lead. Diagnostics on the lead revealed invalid impedances. The new lead resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.